Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that aneurysm embolization was performed. Microcatheter shaping found the tip was broken. There was catheter rupture (intact). The rupture was in the distal end, there was no friction, there was no other damage to the catheter. After the microcatheter was in place successfully, selected apb-2-8-hx-es for filling after forming a hoop was completed. The coil was stretched. No patient symptoms or further complications were reported as a result of this event. The reported device and any accessory devices were prepared as indicated in the IFU and the catheter was flushed as indicated in the IFU. The patient was undergoing surgery for intracranial aneurysm treatment of a saccular, unruptured aneurysm with a max diameter of 5mm and a 5mm neck diameter. Access vessel was the femoral artery with 8mm diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. Ancillary devices include a johnson & johnson 6f envoy 100 guide catheter and echelon 10 microcatheter.

Manufacturer narrative:
H3: product analysis #279395325:¿ equipment used: video inspection system (m-78210), ruler 200cm (m-83361), camera (panasonic lumix dmc-zs5). Drawing(s) referenced: dwgs105-5091-150 rev. Aw as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box; and within a plastic bio-pouch. Visual inspection/damage location details: upon visual examination, no damages or irregularities were found with the echelon-10 hub. No bends or kinks were found with the echelon catheter body. No damages or irregularities were found with the echelon-10 distal tip/marker. The entire surface of the marathon micro catheter was examined under magnification, the echelon-10 catheter body was found to be ruptured at ~1.2cm from distal end. No onyx residue was found within the echelon catheter. No other anomalies were observed. Testing/analysis: the echelon-10 total and usable lengths were measured to be within specifications. The echelon-10 micro catheter was flushed, water exited from the damaged part and distal tip. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter rupture¿ and ¿catheter damage¿ were confirmed. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, or increased injection force against resistance. However, the cause for the catheter rupture could not be determined. (Nikkhs2 2022-07-27). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.